Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported when they tried to charge their implant their recharger paddle got so hot they could hardly use it. A replacement recharger telemetry module (rtm) was sent out. The reason for call was patient reported that it took 2 days to charge their controller. Patient stated that they had the controller plugged into the ac power supply for 2 days and there was no green light flashing above the screen. Patient stated they had tried aa batteries but those didn't work in it. Patient then stated that when they went to take the controller off of the power supply, the controller displayed a message that said everything had been lost. Patient mentioned that the date and time were way off and they couldn't change it and they were not able to charge the controller very well and the batteries were low. Agent reviewed data has been lost message and provided information to patient. Agent walked patient through removing the battery pack and plugging cont roller into the power cord; patient confirmed controller powers on. Patient reinserted the battery pack and confirmed green light was flashing above screen. Agent advised patient to continue charging controller to full and then proceed to charge ins once replacement recharger is received.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure with no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.